Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) had a system failure. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced the 5000 hr pm kit (0040-00-0147). The fse performed all functional checks. The iabp was returned to the customer and cleared for clinical use.